Event description:
It was reported that the subject device had b40 communication error, no image and all lights on front panel of cv-190 are not glowing. The event occurred during reprocessing. There was no patient involvement. .

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failures no image and scope communication error (b40) was not confirmed. The malfunction front panel does not light up was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: does not startup normally and printed circuit board malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board malfunction caused the occurrence of the phenomenon front panel does not light up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.